Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient: 1; inratio: 3.5; lab: 2.7. Patient: 2; inratio: 0.8; lab: 1.3. Patient 2 inratio result was taken at about 8am and the lab blood was drawn in the afternoon. Time frame for meter testing and lab draw unk for patient 1. Customer also reported that they are getting qc2h error on meter.

Manufacturer narrative:
Investigation pending.